Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/2/2023. Additional information was requested, the following was obtained: what is the lot number? Sk2adq, sm2apb. What suture type was used? Vicryl. What suture size was used? 3-0. When the event occurred, was the suture placed near the hinge of the clip? Unknown. Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? After multiple attempts with multiple appliers yes. Was the applier checked for damage (jaws straight and aligned)? Yes no visible damage. What was the surgical procedure involved? Lap nephrectomy. Was this a robotic procedure? No. If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? No. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. What tissue was being sutured when the event occurred? Kidney paranchyma. The following additional information was requested, but unavailable: was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient's post-operative care due to the prolonged procedure? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu).additional information was requested, the following was obtained: the following additional information was requested: according to the additional information received, vicryl 3-0 was used. This complaint is for lapra-ty suture, product code xc200. Please clarify if this complaint is for vicryl or lapra-ty suture. Please confirm the product code for this event. Please confirm the lots for this event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-03863, 2210968-2023-03864, 2210968-2023-03865, 2210968-2023-03866, 2210968-2023-03867, 2210968-2023-03868.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/14/2023. Additional information was requested, the following was obtained: was additional dissection required in other organs/tissues other than the target tissue? No was there any change in the patient's post-operative care due to the prolonged procedure? No please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h4, d4 a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a nephrectomy procedure in 2023 and suture clips were used. During the procedure, it was reported by the sales rep that the xc200 clips were closing inconsistently. Multiple appliers and clips were used to complete the procedure. The device was delayed by 10 minutes. The procedure was completed successfully with no patient harm. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? What suture type was used? What suture size was used? When the event occurred, was the suture placed near the hinge of the clip? Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? Was the applier checked for damage (jaws straight and aligned)? What was the surgical procedure involved? Was this a robotic procedure? If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient's post-operative care due to the prolonged procedure? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Events reported via: 2210968-2023-03863, 2210968-2023-03864, 2210968-2023-03865, 2210968-2023-03866, 2210968-2023-03867.